Event description:
Caller reported a malfunction on the pump, identified by the malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer service provided information on how to reset the pump and assisted the caller with the reset, resolving the issue. The customer was advised that they could continue using the pump and to reach out again if any further issues occurred.